Manufacturer narrative:
The femoral head was implanted in conjunction with a competitor manufactured acetabular cup, contrary to the bhr surgical technique and representing an off label application of the device.

Event description:
It was reported that revision surgery was performed due to pain.